Event description:
It was reported that one pump stop was observed on the log files. The pump stop was very short in time and the patient had no alarm. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to alarm was not confirmed. A review of the downloaded log file spanned approximately 26 days ((B)(6) 2021 ¿ (B)(6) 2022 per time stamp). There was a driveline disconnect alarm on (B)(6) 2021 at 10:27 which resulted in a brief pump stop. This pump stop incident is covered under the pump investigation. The driveline was disconnected on (B)(6) 2022 at 13:48 for a controller exchange. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time and alarmed for all appropriate alarms. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications.(B)(6) was shipped to the customer on 14nov16. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-01521.

Manufacturer narrative:
Section h6 medical device problem code: correction. "1503 - pumping stopped" code removed. The pump stop is captured under related manufacturer report number 2916596-2022-01521. No further information was provided. The manufacturer is closing the file on this event.